Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump left 300ml in the bag at the end of an infusion of total parenteral nutrition without lipids. This occurred in the pediatric unit. There were no alarms or occlusions noted. A 0.2 micron filter was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.